Event description:
It was reported that the patient was lost to follow up and last checked in (B)(6) of 2012 and the battery estimate at that time was 14 months. The patient was a "no show" until reporting to the emergency department 15 months later in complete heart block (chb). The patient's device had no magnet response and the device could not be interrogated. The device was explanted and replaced. No patientcomplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the device was returned and analyzed. Analysis of the device revealed normal battery depletion.